Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2007 that a cre pulmonary balloon dilatation catheter was used during a bronchoscopy procedure (a male patient; weight is unknown). According to the complainant, during the procedure when the physician removed the cre pulmonary balloon dilatation catheter from the scope, the black sleeve at the distal end of the balloon became stuck in the scope. "The physician did not know that the black sleeve was still stuck in the scope channel. The scope was resterilized and used on another patient. The scope again was resterilized and used on a third patient. The physician put a needle down the scope and the black sleeve came out inside the patient. The physician removed the scope and the black sleeve. The physician was not aware that the black sleeve was left behind from the first procedure." The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date and the expiration cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.